Event description:
A review of service data detected a reportable event. During servicing of monitor (B)(4), which was returned for normal maintenance, the monitor displayed code 205. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Eval summary: device eval of monitor (B)(4) has been completed. As received, the monitor displayed service code 205. This service code is displayed at power-up if the monitor detects the audio and or graphic messaging data associated with the delivery of treatment is corrupt. The cause for code 205 was defective bga flash components u102 and u105 on the ca board and a defective q17 transistor on the defibrillator board. The root cause of the damaged pca board components cannot be positively determined but was likely mechanical stress. No adverse event resulted from the defective components. The last pt to use this monitor did not report any problems.